Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified chemotherapeutic agent via a plum pump. It was reported that during priming, solution leaked from an unspecified location on the filter of the tubing set. No specific details were provided; however, there was no reported delay in critical therapy. Though requested, no additional info was provided including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer contact indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. # (B)(4).